Event description:
It was reported a peritoneal dialysis (pd) patient was diagnosed with peritonitis. No additional information provided during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, medication records, patient demographics) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Clinical investigation: a probable temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette, and the serious adverse event of peritonitis. The etiology of the peritonitis is unknown; therefore, causality cannot firmly be established. Given the limited follow-up information, a more comprehensive investigation could not be performed. However, it is a well-known fact that individuals undergoing pd for rrt have a significantly increased risk for infections of the peritoneum. Based on the information available, the liberty cycler and fmc cassette cannot be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse events. However, given the lack of information (e.g., definitive causality, treatment data, medical records), the liberty select cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the serious adverse events.